Event description:
It was reported that the user¿s ilet system stopped receiving glucose readings after a new libre 3 plus sensor was applied and activated, with repeated alerts indicating check sensor and sensor unavailable, and subsequent rescans showing activation successful without data; the agent suspected a sensor issue and advised sensor replacement and contacting the sensor manufacturer. Symptoms included dry mouth and a subjective sense of hyperglycemia. Outcomes included interruption of automated insulin dosing. Investigation included customer interview and on-call troubleshooting with device rescans. Investigation of this case revealed that the libre 3 plus sensor was likely in use by another device or otherwise not communicating, consistent with sensor unavailable and check sensor alerts. It was concluded, based on previously established findings for similar reports, that the cause was sensor communication failure attributable to the cgm sensor system rather than the ilet pump.